Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary foot procedure. It was reported that when the screw was being implanted into a pre-drilled hole in patient's bone, the screwdriver blades broke in the head of the screw. Mosquito hemostats were used to remove the screw and a new screw was implanted. A surgical delay of approximately 5 minutes was reported.

Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force during screw insertion. Note that this device was manufactured in nov. 2008 and therefore has been in use over 10 years. The device inspection revealed the following: the very front part of the tip of the returned cannulated screwdriver is indeed completely broken off during screw insertion. The close up views, done by the microscope (see attached image documentation), indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. High applied forces led to a strain of the material which finally resulted in the breakage during screw insertion. The root cause of the failure was repeated powerful dynamically overload during use (manufactured in nov. 2008). A review of the device history for the reported lot did not indicate any abnormalities. Note that a CAPA had already been opened in order to address this kind of issues. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Primary foot procedure. It was reported that when the screw was being implanted into a pre-drilled hole in patient's bone, the screwdriver blades broke in the head of the screw. Mosquito hemostats were used to remove the screw and a new screw was implanted. A surgical delay of approximately 5 minutes was reported.